Event description:
It was reported that during deployment of the avalus valve in an aortic valve replacement procedure, the leaflets failed to open properly. Despite attempts at repositioning, leaflet movement did not occur. Intraoperative transesophageal echocardiography identified severe aortic regurgitation. Due to inadequate leaflet function and regurgitation, the avalus valve was explanted and replaced with a valve from another manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve appeared discolored, consistent with prior blood contact. As received, leaflet 1 (l1) and leaflet 3 (l3) appeared partially closed, exhibiting a gap between their free margins. Leaflet 2 (l2) appeared to be in a fully closed position. L1 appeared intact with no tears or major damage observed. A small gap was present at the inferior coaptive junction (icj) of commissure 2 distal to post 1. L2 appeared intact. A superficial scratch measuring approximately 7 mm was noted lateral to commissure 3 of post 2. L2 exhibited a small gap at the icj of commissure 4 distal to post 3. L3 displayed no tears or other leaflet damage. All posts appeared to exhibit slight deflection. Post 1 (p1) displayed deflection with observed localized cloth damage. Post 2 (p2) exhibited a sideways deflection, which may have contributed to the observed twisting of l1 and l2 at commissures 2-3. Post 3 (p3) exhibited slight deflection with localized cloth damage. All commissures appeared intact, with no visible damage. Upon receipt, the valve's sewing cuff was oriented in an upright position. A white, remnant multifilament suture remained attached to the sewing cuff. Small tears were observed on the cuff, and minor tears were noted on the cloth covering. Hydrodynamic testing was performed on avalus ultra valve per the requirements of iso 5840-2:2021 section 7.2.4 hydrodynamic performance assessment. Test was run in saline at body temperature. High speed video captured the kinematics of the test valve. The explanted valve j279667 meets the minimum requirement (eoa and regurgitant fraction) per the iso 5840-2:2021 requirements. D9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.